Event description:
It was reported that midway through burring handpiece exposure motor control error appeared on the screen. Handpiece was swapped to spare but error continued. After testing the handpiece, it cleared testing torque values. Worm screw seemed to be a bit loser and noisier than others. Worm screw gear seemed to be a little off axis. In the last 1/4 of snaplock travel (where the burr would be most exposed) there was a falter in the motor, when a small resistance was applied. Delay of less than 30 minutes reported and no patient injuries involved. Log files confirmed this was an occurrence of bug 844, which makes it a reportable event.

Manufacturer narrative:
H10: h3, h6: the device was used during treatment and was not returned for evaluation. However, log files were returned and were visually evaluated. There was no serial number provided for a DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history review was performed and found 3 reports of the issue. This issue will continue to be monitored. A relationship between the device and reported event has been established. The log files confirmed the error that occurred and it was due to an issue in the siu. The root cause of the reported event is due to electrical component failure. No corrective action or containment is recommended at this time. Additional information on d10 and h3.